Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the pulse generator exhibited noise. No intervention was reported.